Event description:
The customer received an erroneous result for two patient samples tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The first sample initially resulted as 0.276 miu/ml and was reported outside of the laboratory as 0.3 miu/ml. A doctor questioned the result so the sample was repeated, recovering a value of 3123 miu/ml. This repeat result was considered to be correct therefore, an amended result was reported outside of the laboratory. The second sample was tested on (B)(6) 2012 and initially resulted as 0.280 miu/ml. The sample was repeated resulting as 10000 miu/ml accompanied by a data flag then automatically repeated by the analyzer with a 1:100 dilution resulting as 74024 miu/ml. The value of 74024 miu/ml was considered to be correct and reported outside of the laboratory. The patients were not adversely affected by the event. The hcg+ss reagent lot number is 16250103 with an expiration date of 07/31/2012. The field service representative determined that the first patient sample had debris floating in the sample. He checked the second patient sample and found that there was not enough sample in the tube for proper pipetting of the sample. He had the customer removed the debris from sample one, re-centrifuge the sample, then repeat the sample twice. Sample one repeated positive twice. He communicated to the customer that sample two did not have enough sample in the tube to get a good pipetting of the sample. He ran performance tests and results all passed.

Manufacturer narrative:
A root cause could not be determined. Calibration data was within expectations and quality controls were within guided ranges. A general reagent issue was not apparent. Assay performance checks on the analyzer did not demonstrate any analyzer performance concerns. Based upon information provided, the most likely cause of the event was inappropriate pre-analytical handling of the samples. The patients were not adversely affected.